Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance increased from 600 ohms to greater than 2,000 ohms. Device data was reviewed and intermittent biventricular pacing was observed, along with either loss of capture (loc) or left ventricular (lv) lead capture with right bundle branch block (rbbb). No oversensing was observed. A lead fracture was suspected. No further information was available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information indicates that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were explanted for an unspecified reason. The products were returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.